Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that there was no screen and unable to read prompts.

Manufacturer narrative:
The unit was received and the reported issue was confirmed. Corrosion was found at the lcd flex cable. As a result, the lcd assembly was replaced. The cause of the corrosion was due to liquid ingress which is related to customer misuse. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.